Event description:
A healthcare professional reported that during a surgery an ophthalmic console failed with errors of no irrigation, no aspiration, no phacoemulsification (phaco) power and no anterior vitrectomy. Procedure details and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative confirmed, there were no displayed messages (via event log review). However, the console was in used when the representative was on-site to test the system. Therefore, the system was not tested. There were surgical procedures observed, by the representative. Which occurred, without issues. Based on the information obtained, the root cause of the reported events is inconclusive. A non-conformance based review of the serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).